Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Customer reported attempting to treat their blood glucose when it was 136 mg/dl before being hospitalized. The customer reported later being hospitalized with a high of 958 mg/dl on (B)(6) 2015. It was reported the customer was standing aimlessly in front of their car and was discovered by their friend before being hospitalized. The customer experienced confusion, vomiting and nausea from their high. The customer was admitted into the intensive care unit as a result. The customer was wearing the insulin pump at the time of the hospitalization. Customer's current blood glucose was 76 mg/dl. The insulin pump will not be returned for analysis.